Manufacturer narrative:
Siemens is currently investigating the issue.

Event description:
The customer reported that the advia workcell automation system was dropping sample tubes. 5 sample tubes in total were dropped over the course of the following three days: (B)(6) 2014. A total of three sample tubes were damaged and sample contents spilled. There are no known reports of biohazardous exposure due to the dropped tubes. There are no known reports of patient intervention or adverse health consequences due to the dropped tubes.

Manufacturer narrative:
The original MDR 2432235-2014-000620 was filed on november 5, 2014. Additional information was obtained on october 18, 2014. A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia workcell automation system. Sample processing at the instrument was not affected. The cse replaced the energy chain ground cable and reviewed the error log and found multiple gripper sensor errors. The robot control cabinet computer software was reinstalled and the gripper realigned. After monitoring during operation, it was determined that the automation system is performing to specification. Additional information was obtained on november 11, 2014. The cse reviewed with the customer the 'inspection the robot gripper fingers' procedure found in the advia automation operator's guide ((B)(4)). The cse checked the condition of the sample tube barcode labels after the event and did not find evidence of peeling labels. The system was monitored for several weeks with no reoccurrences of dropped tubes.

Event description:
N/a